Event description:
It was reported that one of the two balls that hold the tightening bar of the adaptor for fixation of universal tracker to mayfield clamp in place had fallen off after completion of a neuro procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event was verified by the complaint engineer during the device evaluation. The device was repaired and put entered back into stock.

Event description:
It was reported that one of the two balls that hold the tightening bar of the adaptor for fixation of universal tracker to mayfield clamp in place had fallen off after completion of a neuro procedure. There was no patient involvement and no adverse consequences associated with the device.